Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips the gas hoses are damaged and could not connect to the gas outlet. There was no patient involvement or harm. This event was reported to have occurred during routine check-up. The customer spoke with a philips remote service engineer (rse). The rse contacted the field service engineer (fse) assigned to the facility who stated the vent filter was cleaned during the device's preventive maintenance (pm). Following the evaluation of the device, the representative informed the customer that the gas hoses and issues pertaining to the wall gas outlet are the customer's responsibility to replace/repair. The rse was informed the equipment is operational and no further assistance was needed.